Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the struts got twisted in the catheter. No patient complications were reported.